Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up in-clinic after receiving a vibratory alert. Upon interrogation it was revealed that the high voltage impedance measurement exceeded the upper limit. It was noted that the impedance trend had increased over the past year. There was also what appeared to be a noise signal on the discrimination channel. No interventions were reported. The patient was stable and will continue to be monitored.